Event description:
It was reported that cathena 20gx1.25in winged bc had a safety mechanism failure. The following information was provided by the initial reporter: additional information (B)(6)2021: there was no needle stick injury. Safety mechanism of the needle not activated, still unclear whether there has been a needlestick injury. Notification via email: after removing the IV needle from the cannula, the safety mechanism did not activate, on department emergency!

Manufacturer narrative:
Investigation summary one sample in open packaging was received by our quality team for evaluation. The sample was observed with the safety mechanism not activated and no dented mark on the cannula. The tip shield was manually pushed through the cannula and was able to activate properly, no safety activation failure was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that cathena 20gx1.25in winged bc had a safety mechanism failure. The following information was provided by the initial reporter: additional information (B)(6) 2021: there was no needle stick injury. Safety mechanism of the needle not activated, still unclear whether there has been a needlestick injury. Notification via email: after removing the IV needle from the cannula, the safety mechanism did not activate, on department emergency.